Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to guidewire fragment stuck in the lumen. The guidewire was broken. The guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the guidewire tip was damaged and stuck inside the lead distal end. Destructive analysis was performed and confirmed that the guidewire fragment was broken and stuck inside the lead coil lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the tip of the left ventricular (lv) lead appeared damaged after multiple attempts to place lead with a variety of catheters and wires. The lead was replaced. No patient complications have been reported as a result of this event.